Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused by an error in the pressure sensor. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, the insufflator front panel went completely dark. It was restarted and restored. The issue occurred during a preparation for use of an unspecified procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.